Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023. D6 - explant date: 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: 21489713. Serial: (B)(6). Batch: 21489713. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500. Model: 21489713. Serial: (B)(6). Batch: 21489713. UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to no pain relief. The explanted devices will not be returned. No further information could be obtained.